Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The up arrow button did not respond due to a flattened button dome switch. The displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests could not be performed due to the unresponsive button. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported that the buttons on the insulin pump were not working. Customer did not recall any significant events leading up to the event. Blood glucose level was 402 mg/dl at the time of the call.